Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.

Event description:
It was reported via a call report that the intra-aortic balloon pump (iabp) was alarming possible helium loss 2. Per the rn, the alarm has been occurring every couple minutes since insertion. The pt is not experiencing significant ectopy, connections have been tightened and there are no visible kinks or blood in the driveline tubing. The console was exchanged and the helium loss alarm 2 continued. The pt is of normal bmi (body mass index), angle of insertion is normal and the pt is laying at 0 degrees hob (head of bed) and not moving limb. The rn also reported that the pt did not have a tortuous anatomy. As the clinical support specialist (css) was speaking to the rn, the alarm sounded twice (less than 2 min). The css relayed that although she is not seeing any blood in the iab tubing, it was a probable rupture. The css suggested that they exchange the iab for another and save the affected catheter for retrieval. Per the chief perfusionist, the iab was removed and replaced without incident. The second iab was inserted in the same insertion site. After insertion, the pt was transferred from the cardiac cath lab to the intensive care unit. Details of the event: the pt was later transferred to a sister hospital. Per the transport rn, "while going over the mountain, he received one helium loss alarm." The rn on the transport team called the css and relayed the description of the trip over the mountain and the helium loss alarm to the css. The rn was inquiring as to "how to start the pump again." The css could hear the pump alarming; the rn confirmed that the pt was stable without the pump pumping. The css told the rn to press the "reset button" and the "go button." The pump began pumping without difficulty. The css explained to the rn what the helium loss alarm meant. The css also told the rn that the alarm could have been caused by kinking with the movement of the ambulance. At this time, the rn stated that "they had just arrived at the facility and needed to get the pt inside." Per the css, she was unable to confirm if the driveline tubing was clear of any blood or get the serial number for the catheter. The alarm only occurred once. Additional information received from the rn on (B)(4) 2011 stated "the person that I spoke with on the phone during transport was very helpful. There was no blood in the tubing and the pt arrived safe at the accepting facility. There was no harm or negative outcome, the pt remained asymptomatic throughout the entire transfer. The same tubing and lines were used when the pt was transferred from our iabp to the new facilities balloon pump." Reference MDR #1219856-2011-00076 for the intra-aortic balloon (iab) report.